Manufacturer narrative:
Analysis on the returned instrument tracker resulted in a mechanical failure through functional testing and visual/physical examination. Analysis states that there were three distinct lines of galling are evident inside the handle of the returned tracker causing the reported fit issues. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the instrument tracker was damaged. The tracker was being used with a driver and when placing the last screw, it would no longer rotate. The procedure was completed with a different instrument tracker. After the case was completed, the tracker was inspected and it was confirmed that instruments would no longer seat in it properly. There was a less than 1-hour delay to the procedure and no impact on patient outcome.